Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a vats procedure. While stapling on the bronchus, the first reload and handle was fired halfway when they heard a cracking sound. They completed the firing sequence but the central staple line was incomplete with only partially formed and open staples. A new reload and handle were used to try to correct the problem but the central staple line was incomplete again. The staple formation was poor with open and half formed staples. The procedure was then converted to an open procedure (limited lateral thoracotomy) due to these malfunctions. The incision was extended more than 1 inch. Patient status is unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the first loading unit was partially fired to slightly past the 1cm cut line and the anvil clamping mechanism was deformed. The second loading unit was received partially fired to slightly past the 1cm cut line. The anvil of the second loading unit was bowed and the anvil clamping mechanism was deformed. Functional testing of the loading unit found no abnormalities a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.